Manufacturer narrative:
This is the final report.

Event description:
A report that the pt's ipg pocket site was revise,d due to pain at the pocket site was received. The pt's weight loss caused the pocket site to become superficial. The reported pain was not device related. The pocket site was moved and the pt is reportedly doing well.